Manufacturer narrative:
Date of event, corrected data: additional information indicates that the date of event is at least (B)(6) 2013.

Event description:
On (B)(6) 2014, it was reported that this vns patient underwent full revision. Post-operative diagnostics were all ok. Attempts for product return have been unsuccessful.

Event description:
It was reported that the vns patient¿s generator was explanted due to battery depletion. The explanted generator was returned to the manufacturer where analysis is currently underway. The lead is not available to be returned.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2013 and can no longer feel stimulation. The patient has had a good response to vns and no increase in seizures. The last good diagnostics were from (B)(6). System diagnostics were performed which indicated high lead impedance. The device was switched off on this day. No reported fall, trauma, or manipulation occurred. X-rays were performed on (B)(6), which did not show anything obvious. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No nonconformances were observed. No other information has been provided. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Date of explant; corrected data: additional information indicates that the lead was explanted on (B)(6) 2014.

Event description:
Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2013, where the impedance value changed from a normal limits range to high lead impedance.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.